Event description:
A malfunction was reported on a pump, with the cause being unknown. The customer continued to use the pump for insulin therapy. Technical support assisted the caller with resetting the pump using the malfunction code malf 9. After the reset, the malfunction did not recur, and the customer was informed that they could continue using the pump. The customer was advised to call back if the malfunction code reappeared, which they understood.